Event description:
It was reported that camera head had a cable disconnection. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1, customer name: (B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.